Manufacturer narrative:
The reported event of insulation damage was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported the patient presented in the hospital for an implant procedure. Upon implant of the right ventricular lead, it was observed the lead had insulation. The procedure was completed with another lead. The patient was in stable condition.